Event description:
It was reported that during a procedure, the strut lifted on the sds 12x70 aviator/genesis 135. No further information is available.

Manufacturer narrative:
Additional information: ((B)(4) 2012) final analysis: one non sterile sds 12x70 aviator/genesis 135 catheter was received coiled inside a plastic bag. The stent was found in its original place between the marker bands. The struts were uplifted in the proximal section of the balloon no other damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/struts uplifted was confirmed, the exact cause of the failures reported by the customer could not be conclusively determined; however procedural factors could have contributed to the reported strut uplifted. (B)(4). Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The stent crimped process was reviewed, and the stent crossing profile and stent retention tests were accepted according to specification. Additional information will be submitted within 30 days upon receipt. One non sterile sds 12x70 aviator/genesis 135 catheter was received coiled inside a plastic bag. The stent was found in it's original place between the marker bands. The struts were uplifted in the proximal section of the balloon; no other damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/struts uplifted was confirmed, the exact cause of the failures reported by the customer could not be conclusively determined; however, procedural factors could have contributed to the reported strut uplifted. Controls are placed in the manufacturing lines to prevent defective units for leaving the facility, refer to manufacturing work, 10547896 rev 17, ro210054 rev.109, 11749551 rev. 9 and ro210080 rev 66. Neither the DHR review nor the product analysis suggests that the issues are related to the manufacturing process of the unit.

Manufacturer narrative:
It was reported that during a procedure, the strut lifted on the palmaz genesis stent. No further information is available. One non sterile sds 12x70 aviator/genesis 135 catheter was received coiled inside a plastic bag. The stent was found in its original place between the marker bands. The struts were uplifted in the proximal section of the balloon no other damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/struts uplifted was confirmed, the exact cause of the failures reported by the customer could not be conclusively determined; however procedural factors could have contributed to the reported strut uplifted. Controls are placed in the manufacturing lines to prevent defective units from leaving the facility. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.